Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The product has been received and the evaluation is pending.

Event description:
It was reported that the pump alarmed with error message of "channel calibration". Channel removed from pump and removed from patients room. And that patient is an infant. There was patient involvement but no harm caused.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter phone, date received by manufacturer, device return to manuf .?, if other specify. Additional information: device eval by manufacturer?, imdrf annex a,g,b,c,d & manufacturer narrative (chr,DHR) a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the pump alarmed with error message of "channel calibration". Channel removed from pump and removed from patients room. And that patient is an infant. There was patient involvement but no harm caused.

Manufacturer narrative:
Additional information annex a: (B)(6) annex g: g02017, g0204002 annex d: d02.

Event description:
It was reported that the pump alarmed with error message of "channel calibration". Channel removed from pump and removed from patients room. And that patient is an infant. There was patient involvement but no harm caused.